Event description:
Patient's legal counsel reported that patient underwent m2a hip arthroplasty on (B)(6) 2006 and further reports patient allegations of personal injuries. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent m2a hip arthroplasty on (B)(6) 2006 and further reports patient allegations of personal injuries. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records indicates that patient underwent open reduction internal fixation procedure of a fracture dislocation on an unknown date. Medical records further reported that the fixation hardware was removed and replaced on (B)(6) 2006 when the total hip was implanted. Additional information in revision operative notes indicate that a revision procedure was performed on (B)(6) 2012 due to pain. Operative report further noted large amount of slightly blood-tinged fluid and wear debris. Additionally, it was noted that a broken portion of an internal fixation cable was located and removed uneventfully. A second cable exposed portion was also removed, with the remaining portion staying in the bone.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-02042 & 2014-00677 / 00679).